Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a soft neuro tissue ablation. It was reported that, post-operatively, the patient experienced a slight right superior peripheral homonymous deficit with great preservation of the patient's visual fields. It was noted that the visual field deficit was mild and asymptomatic. It was reported that the adverse event was directly related to the thermal therapy system.